Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer was attempting to print the event while monitoring the patient. The device powered off and then turned itself back on. The customer advised that during the event, one battery was full and the other was getting low. The patient was an (B)(6) female. The customer advised that when the patient arrived at the emergency room she had a pulse. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the  reported issue. Physio replaced the power pcb assembly and the battery wire harness assembly, then completed other unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.